Event description:
During an emg, the unit shocked a pt (she cried out) when I commenced a tibial nerve f wave study. The stimulator was set on 30ma current at 0.2msec which was the strength of the motor stimi the provider had used earlier. After the pt cried out and jumped. The provider dialed down the current to 5ma leaving the duration at 0.2 msec and shocked the provider's tip of finger. It was obvious to the provider that the that instead of a 0.2msec shock it delivered one that lasted over half of a second.